Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a crimp in suction hose. A stint was placed in the crimped tube, and the unit was returned to service. No report of patient involvement. (B)(4).

Event description:
The hospital reported the unit was not able to perform adequate fluid suctioning. There was no report of patient involvement.